Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309605, batch number #: 4122255. It was reported that the bd syringe 10ml ll tip bulk convenience pak had a scale marking issue. The following information was provided by the initial reporter: verbatim #: rcc received a complaint via email. Dmr #: 295. Defect material description: syringe tray, 10ml bd 20pk (ref. 309605). Lot number: 4122255. Item code: 309605. Defective quantity: 31. Defect description: syringes indicating the slanted demarcation lines. The problem with these syringes is that there may be incorrect measurement when administering the proper dosage. In addition, from an aesthetic standpoint, the slanted demarcation lines do not match our quality standard and therefore are labeled as a cosmetic defect. During ilp inspection, 31 syringes were found. Observed date: july 16, 2024. Observed during which process stage: compounding. Sample availability for supplier to investigate: no. Is defective evidence (i.e. Pictures; test results etc.) Available? Yes. Is patient impacted? No. If defect has been reported to third party? No. If the defect report from quva customer? No. Is there a trend observed? No. Supplier action: investigation required.

Event description:
No additional information was provided.

Manufacturer narrative:
Two photos were provided to our quality team for investigation. Through visual inspection, it was observed that scale markings are skewed on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the scale marking defect is associated with the marking process. Furthermore, a device history record review was completed for provided lot number 4122255. A notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. This defect is occurring below an expected rate so no corrective actions will be made at this time.